Event description:
Pt came for repair of prosthetic device. The pt indicated that while at a movie theatre the prosthetic leg fell off due to lack of vacuum causing pt to fall, scrape their knee, and hit their head.